Event description:
It was reported via repair work order that the stretcher would raise and would be stuck raised it would not lower due to missing extension spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.